Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that "was a bad pt" because they didn't use their "box" and has left it on the shelf. Patient said that his patient programmer (pp) batteries had died. Patient was able to sync with pp to see settings. Patient stated their doctor told them to contact their representative. Patient has experienced a change of therapy. Patient stated that when they had "it installed and it was working well" but then said now their therapy did not seem like it was working well and that in the last couple of days they were having leakage. Patient was not feeling stimulation and device was on. Patient was assisted with syncing to pp. Therapy was on at 2.9v. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.